Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm or determine the root cause of the reported dislodged cannula.

Event description:
It was reported the patient's blood glucose level rose above 250 mg/dl while wearing the pod. The pod reportedly fell off the infusion site (abdomen) on a hot day, causing the cannula to dislodge. A new pod was successfully applied.